Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a verse poly driver sleeve was releasing the inner shaft on loading the screw. This piece will not even connect with the lip/notch in the inner shaft and slides easily up and down. This was a new device, used for the first time. There was no surgical delay. There was no patient involvement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: h8. H3, h6: photo investigation: the product was not returned to depuy synthes; however, photos were provided for review. The photo investigation did not reveal that verse poly driver, handle (299704152) had any functionality issue. The evidence provided was not sufficient to confirm the reported event. Functionality issues cannot be evaluated through photo investigation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the verse poly driver, handle would not contribute to the complaint about the device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a review of the receiving inspection (ri) for verse poly driver, handle, was conducted identifying that lot number pu216404 released in one batch. ¿ batch1: lot qty of (B)(4) units are released on nov 16, 2023, with no discrepancies. Supplier: (B)(4). The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.